Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value at time of incident was 50 mg/dl and current blood glucose value was 121 mg/dl. Customer did not allege pump was over delivering. Insulin pump will not be returned for analysis. Customer also mentioned that auto mode was not working correctly and was having low blood glucose values in the range of 70mg/dl. Insulin pump will not be returned for analysis.